Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015, best estimate since the inflammation was reported about 1 month after the lens implantation date. The lens remains implanted to date. (B)(6). This report is being filed on an international device: tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced inflammation about 1 month post op on both eyes after the physician implanted an intraocular lens, model zcb00v, on each eye. The patient was prescribed antibiotic medicine by drip infusion, oral medicine, and clavit eye drops (antibiotic). For the right eye, the inflammation disappeared on (B)(6) 2015 with visual acuity: 1.0 diopter (20/20). For the left eye, inflammation also disappeared on (B)(6) 2015 with visual acuity: 0.8 (20/25). Since both eyes were affected, two separate mdrs will be filed. This one is for the right eye.

Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis.   Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. There is no associated deviation report found during the manufacturing record review for this complaint. During manufacturing process, visual inspections are required before the lens is approved and released. No environmental action or alert was found for the date when the purchase order was manufactured. A review of the complaint history revealed no additional complaints for this order number have been received.   The directions for use (dfu) was reviewed which adequately provides instructions and precautions for the proper use, inspection and handling of the intraocular lenses.   Based on the manufacturing records review, historical complaint review and non-conformance/corrective and preventive action review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.